Event description:
Pt underwent coronary arteriogram and ptca with bare metal stent placement and kissing balloon angioplasty for severe atherosclerosis and systemic disease, following prior coronary artery bypass grafting in 1985. The pt tolerated the procedure well and was discharged to home the next day. At an office visit with his cardiologist about 2 weeks later, 2 small burns were discovered on the pt's back. Upon notification, the hosp contacted the radiation physicist and MFR phillips to report the complication and to have the integris bh 5000 inspected. All machines on-site were checked and found to be in good working order. It was determined that the cine counter digital only goes as high as 4 places when tracking minutes of cine time; it then re-sets to zero. This procedure took approx 2 hrs and cine read-out was 1614 minutes.